Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. The device history record (DHR) for the complaint device could not be reviewed since the exact model and serial number were not provided. Olympus does not ship any device that does not meet all design and safety specifications. Physical evaluation of the suspect device could not be conducted as the device was not returned to olympus. The user¿s report of inaccurate angulation could not be confirmed. There is insufficient information to determine if the reported issue was related to failure to follow the instructions for use IFU. Conclusion: the definitive cause of the reported events could not be established.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a colonoscopy, two different colonoscopes were used and the surgeon couldn't reach or see the bleeding site. The physician felt like the angulation on the scopes was not accurate to stop the bleeding. The first scope is reported in this case and the second scope is reported in the case with patient identifier (B)(6). Additional details regarding the patient, devices, and event have been requested. At this time, no additional information has been provided.